Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: during investigation, the intermittent power/unable to attach battery cap was unable to be duplicated. The battery cap securely attached to the test pump.

Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.